Event description:
It was reported that the stimulator would not "lock down" on the lead. The stimulator was not implanted. The pt was unharmed and the problems were resolved. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).